Event description:
The customer was unable to insert the neotrend-l sensor into the umbilical artery catheter (vac). Whilst attempting to insert the sensor, blood leaked back up inside the sensor. No harm or injury to the patient was reported.